Event description:
It was reported that the unit was dropped. The case is cracked, the electrode sleeves are broken, the hangers are missing, and unit will not turn on, it stays in "boot up" mode. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the device did not power up due to the battery measuring low voltage, the upper and lower case halves were broken and both bails and ring were missing. It was also noted that both bail covers, ring cover and battery drawer were broken, one printed circuit board flex was creased and the battery contacts were compressed.